Event description:
After blood sampling port was accessed with luer lock syringe and tubing was flushed, a large amount of blood squirted out of closed port and the nurses found it very difficult to stop the blood. FDA safety report ID# (B)(4).